Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 400 mg/dl. It was stated that the customer dropped the insulin pump prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir and no delivery alarms in the alarm history. Found that the basal rate delivery total was off (B)(6) on (B)(6) 2012. The insulin pump passed the displacement test, but he could not conduct further testing due to no supplies available. The caller stated that the customer began experiencing high blood glucose levels after the insulin pump was dropped. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime/fill anomaly. The insulin pump did pass the displacement test.